Event description:
A dialysis facility reported that a pt gained fluid weight during a hemodialysis treatment. The problem was not identified until the end of treatment. The pt was short of breatch and had periortibal edema. The pre and post weights reported indicated a weight gain of 2.6 kg. The pt was dialyzed again to remove the fluid and was discharged in stable condition. There was no serious injury or illness.